Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified some signs of wear from use in the form of residue coating the implant, but no other signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the events. Documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) and instructions for use for screw-vent implants (9665 rev 0-09/14) information identified: applicable information can be found in the 'warnings' and 'adverse effects' sections. DHR review was completed for the subject lot numbers (lot # 1215086). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization record (op#150, shipment number 034-042718a) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers (lot # 1215086) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported events were non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth: unknown. Weight: unknown. First name: unknown. Additional PMA/510(k) numbers: k101880.

Event description:
It was reported that the implant was removed due to bone loss and infection. Tooth location 30.